Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (his wife) alleging her onetouch ultra2 meter was displaying inaccurately high results compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 7:30pm, the reporter alleged obtaining a reading of '170mg/dl' on the lfs meter compared to a reading of '30mg/dl' obtained on an ems meter. It is not known what the patient uses to manage her diabetes. The reporter stated 10 minutes after the alleged issue occurred, the patient developed symptoms of being 'cold and clammy.' The reporter stated on (B)(6) 2012 at 12:30pm, she had less to eat or drink than usual. However the reporter stated the patient received no additional treatment from an acute complication of diabetes. At the time of troubleshooting, the cca confirmed the patient's test strips and test strips vial were in good condition and the subject meter was in the correct unit of measurement at the time of testing. In addition the cca noted the patient was using an approved sample site to obtain the blood samples and was using the correct testing process. However a control solution test was not run due to the reporter not having control solution available. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claimed, due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia after the issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.